Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in a coronary artery. A 3.50 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. It was noted that the patient had vessel dissection during the procedure. The physician will repeat angiography once dissection is healed. No further patient complications reported. The patient was discharged the following day is doing fine.